Event description:
It was reported that the patient, who was part of (B)(4) study, is deceased and died approximately (B)(6) after device system implant. Further information related to the cause of death was requested and is not available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.